Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The patient reported they had their interstim removed 4 years ago by their hcp and at the time was told the system was fully removed. Patient just found out in may after having an x-ray taken that there is still a lead fragment in at s5. Patient is having pain that started 8 months ago and they are not sure if it is caused by the lead fragment or something else. Patient saw a pain management physician who ordered an MRI but MRI facility refused due to lead fragment. Their hcp has moved to a different state and patient is no longer able to follow up with them. Patient has consulted with a neurosurgeon who said they could not remove the lead fragment. Patient is not sure how to move forward. Patient mentioned they had several surgeries and device revisions and "all kinds of stuff" over the years so it was not clear which lead fragment was left behind. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.